Event description:
During baxter's evaluation of spectrum pump, evidence of tampering was found. It is unknown if there was patient involvement with the device after the unauthorized service was performed.

Manufacturer narrative:
MFR. Ref no. : (B)(4). Baxter received and evaluated the device. Internal evaluation of the pump found that the customer had soldered blue wires to both the upper latch and link switches and then over to the I/o pcb for an unknown reason and in doing so they melted the front case in the area of mounting boss, melted the j1 connector on the I/o pcbp and trimmed the sealing wall (which is used to prevent fluids form migrating form the pumping channel to the pcb's). This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. The device could not be repaired and has been removed from service.